Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted. A mitraclip nt was then attempted to be placed laterally to the first clip, upon grasping it was identified that the mr had increased. The clip was opened, and it was identified that there was a small tear on the anterior leaflet. The mitraclip nt was removed from the patient and a new mitraclip xtw was implanted successfully, the procedure was disocntinued. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.